Event description:
The manufacturer received information alleging a ventilator turned off and would not turn back on. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a "ventilator inoperative" code was observed in the ventilator's downloaded error log. The device's blower motor and system board were replaced to address the issue.